Manufacturer narrative:
No patient injury or consequence occurred due to the error or the device stopping. The device was sent to the customer-bioengineering department. The customer discarded the bowl therefore could not be evaluated by haemonetics. However, per investigation the most likely cause of the error is the bowl and is associated with safety notice (B)(4).

Event description:
On february 6 2020 haemonetics was notified of a long empty alarm which had occurred on cycle 3 during a cell savage procedure, utilizing the cell saver® elite® auto transfusion system. The device stopped as a result of the error.